Event description:
Healthcare professional reported "concerned that implants are part of the global recall in 2019" and "lump in breast". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump-breast is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/code not available (recall) and lump-breast.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Clarification to d6a. Implant date: 2016. Additional, changed, and/or corrected data: a5, a6, e1, h3.

Event description:
Healthcare professional reported unknown side "concerned that implants are part of the global recall in 2019" and "lump in breast". Device remains implanted.